Manufacturer narrative:
Device received with cracked or broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm, no delivery alarm due to cracked or broken off end cap. Device had cracked battery tube threads. No cracked lcd window noted. The reservoir tube lip was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting for no delivery alarm and motor alarm. Customer also stated that the insulin pump had crack on screen and no delivery alarm. Customer stated that reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.